Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., d.6b., h.6.

Event description:
Healthcare professional reported of the right-side device: "rupture". The device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2010 provided. 01/mar/2010 populated to better align with the manufacture date of the device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported of the right side device: "rupture". The device remains implanted.